Manufacturer narrative:
Device expiration date: unknown. PMA/510(k)#: the PMA/510(k)# for this device is either k980987 or k151766. As the lot# and manufacturer are unknown the specific PMA/510(k)# related to this device can not be identified. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time. Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage. The following information was provided by the customer: material no. 309657, batch no. Unknown. It was reported that the syringe was defective. The insulin came out of the top and the bottom of the plunger when they pressed down on it. Description of issue: customer reported that syringe was defective and insulin came out of the needle, the top and the bottom of the plunger when they pressed down on it. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: m148674 (cartridge box). Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer was able to fill cartridge with another syringe and resume insulin therapy. Cts sent replacement cartridge set.